Manufacturer narrative:
Product event summary # product ID# 5076-52. The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 5076-52 implantable pacing lead implanted: (B)(6) 2013, 694765 implantable tachy lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a staphylococcus infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.